Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Clinical data log showed current values were not less than 1na before sensor terminated indicating that the residual fluid and moisture was continuing to react with the sensor chemistry. Sensor state 7 with event code 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was performed and all results were within specification. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device in use with iphone, ios 16.6, app version 3.5.0.8863 and customer was unable to obtain readings. As a result, customer experienced "memory gaps¿, a loss of consciousness and was unable to self-treat, requiring third-party administration from customer¿s wife who ¿forced patient to eat¿. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported event code 365. The reported issue was investigated, found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app because the error message and event code observed are associated with a sensor related malfunction. Such errors are recorded in the receiver¿s event log when the sensor experiences a fault. The application is functioning correctly, as it is accurately displaying the error message generated by the sensor. This indicates that the app is operating as intended and is not the source of the issue. There is no malfunction with the customer's reported application. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device in use with iphone, ios 16.6, app version 3.5.0.8863 and customer was unable to obtain readings. As a result, customer experienced "memory gaps¿, a loss of consciousness and was unable to self-treat, requiring third-party administration from customer¿s wife who ¿forced patient to eat¿. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "memory gaps¿, a loss of consciousness and was unable to self-treat, requiring third-party administration from customer¿s wife who ¿forced patient to eat¿. No further treatment was reported. There was no report of death or permanent impairment associated with this event.